Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no reported adverse impact to the customers blood glucose. Reportedly the customer did not a have a from of back up insulin therapy.